Event description:
It was reported that after the catheter was placed in the patient, fluid leaks occurred during infusion. A review indicated that the catheter was damaged and therefore removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to poor sample condition. One photo sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown within patient use. The catheter is secured to the patients arm with a clear securement dressing and gauze. A yellow dried residue is visible within the dressing. A leak in the catheter is not clearly visible and the catheter surface cannot be clearly inspected from the image provided. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue caused by repeated kinking of the catheter, and damage during handling. Since the presence of a leak could not be confirmed from the image provided, the complaint could not be confirmed and remains inconclusive at this time.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw2563 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed in the patient, fluid leaks occurred during infusion. A review indicated that the catheter was damaged and therefore removed.